Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an infection occurred. The implantable pulse generator (ipg) system was explanted, and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Change device evaluated from no to blank, change device evaluation anticipated, but not yet begun to blank, if information is provided in the future, a supplemental report will be issued.